Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown, cup-unknown. Unknown-unknown, head-unknown. Unknown-unknown, liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02300, 0001822565 - 2020 - 02302, 0001822565 - 2020 - 02303. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Operative notes were not provided; x-rays were provided and reviewed by a health care professional. A fracture deformity of uncertain age was noted involving the proximal left femur with lucency along the proximal femoral implant with possible loosening. Overall alignment of implants is maintained. The acetabular implant fit is maintained. Bone quality was noted as osteopenia. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.